Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was evaluated at the customer's site. The reported complaint that the thermogard console showed a mid:11 (post nvram) error message was confirmed during functional testing and in the system's event log data. The root cause of the mid:11 error was the console's display head battery, which had dropped below critical voltage, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2016 and is almost 9 years old. The expected display head battery life is about 5 years, and no records indicate that this battery had been previously replaced. The system's event log data review revealed mid:11 (post nvram), confirming the reported complaint. The thermogard system failed functional testing upon powering up due to mid:11 (post nvram) error message. The console's display head battery was replaced to remedy the reported complaint. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6) .

Event description:
The customer reported that when they powered on the thermogard xp ivtm system (sn (B)(6) , it displayed a mid:11 (post nvram) error message. The customer had not used the thermogard console for therapy in a long time. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Correction in h11: the reported complaint that the thermogard console showed a mid:11 (post nvram) error message wasn't verified in the system's event log data. The system's event log data review didn't show any mid:11 error message.

Manufacturer narrative:
Correction in h11: the thermogard console was manufactured in may 2016 and is almost 9 years old. The expected display head battery life is about 5 years, and no records indicate that this battery had been previously replaced.